Manufacturer narrative:
Updated blocks: d10, h3 & h6. The reported complaint was confirmed. The product surveillance technician (pst) duplicated the reported complaint. The batteries were received with 12.82 volts direct current (vdc) for the first battery and 12.78 vdc for the second. After charging, the first battery measured 13.65 vdc and the second battery 13.56 vdc. Before and after charging the siemens of the batteries were railing. It was observed that during discharge testing the heart lung machine shut down after 48 minutes, specification is 52 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries and repeated testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery voltage dropped more than five volts direct current (vdc) during the battery test (17.99 vdc to 11.03vdc). There was no patient involvement.